Event description:
It was reported that there was a downstream occlusion alarm with no occlusion in the line. The event occurred during priming and there was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found in good condition, and the pump ehl showed a downstream occlusion (dso) alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative completed a dso test with a primed administration set, and the pump and dso sensor passed all functional tests and performed as intended.